Manufacturer narrative:
Concomitant: product ID 8711, serial# (B)(4), implanted: 2007-(B)(6), product type catheter. Product ID neu_ptm_prog, product type programmer, patient. (B)(4).

Event description:
This event was also reported under manufacturer report # 3007566237-2011-03910. Any additional information received involving the post pump replacement event will be will be reported under this manufacturer number. On the night after return from replacement the patient went into "respiratory distress on the floor". Wbcs had increased to 22,000. Heparin drip and antibiotics (invanz) were started for possible "aspiration pneumaonia vs. Community acquired pneumonia". CT of the chest showed a questionable filling defect and also bilateral effusions and infiltrates. D-dimer for possible pulmonarso and dopplers for dvt were negative. Patient was diaphoretic. Cardiac enzymes were elevated and EKG showed st depressions. The patient was being treated for "non-st elevation mi"-acs protocol. The bnp was elevated to 805, and patient was started on lasix. Tsh and lipid profile was normal. There was "bleeding around the pump site". Patient was in acute renal insufficiency. Ace inhibitors from the acs protocol were stopped. Patient p.o. Intake was poor, she had nausea, vomiting and watery diarrhea. C. Diff was negative. On (B)(6) 2011 2-d echo showed biventricular systolic function. She was diagnosed for "congestive heart failure from ischemia from the non-st elevation mi". She continued to remain short of breath and was on nebulizer and oxygen. Pulmonary functions tests showed no obstructive disease, possible restriction secondary to her obesity. On (B)(6) 2011 as the patient continued to have intermittent shortness of breath. CT-chest, repeat doppler and vq scan were done but were negative for pulmonary embolism. Secondary to body habitus it was difficult to exclude a very small, non-occluding left lower segmental pulmonary artery filling. Her blood sugar was elevated and she was not eating and was not on any medication. Her hba1c was 6.5. "After a few days, the patient was able to eat". She was discharged in stable condition on (B)(6) 2011 and advised follow up in two weeks with a pulmonologist and primary care physician for sugar and hypertension control. Discharge medications were altace 2.5mg bid, asa 81mg qd, k-dur 20meq daily and lasix 40 mg daily. Drug infused in the new pump was morphine 50mg/ml and clonidine 500 mcg/ml @ 16.525 mg/day and 165.25 mcg/day respectively. A PICC line placed and was started on peripheral parenteral nutrition (ppn) for nourishment. Both serious injury/illness and serious life threatening injury illness were selected, as well as indication that the patient recovered without sequela.